Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, the hydraulic hose burst at the end of intubation during a dermolipectomy procedure which resulted in an oil leak. The issue led to a delay in the procedure. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and was directly involved with the reported incident. As the malfunction of the device was confirmed, it has been assessed that the getinge device failed to meet its specification. A review of the received customer product complaints revealed that the issues did not lead to serious injuries to the users. This issue is a single and isolated case. The affected getinge device has been evaluated by the company¿s service technician. The technician has confirmed the oil leak. The hydraulic hose (component number 5207419) was damaged. After the replacement of several parts (aforementioned hose, hollow screw m8x1 l17 (component number 50066874), hydraulic pressure hose (component number 5207419) and sealing ring 8/13x1 for m 8 (component number 1072074)) and oil refill, the oil level in the tank was checked and all functions of the operating table were tested. The device was released for usage. The affected getinge operating table was manufactured on 08/01/2022 and installed at customer¿s site on 09/15/2022. The review of the customer product complaints database revealed that in the past there were no customer product complaints related to the issue with hydraulic hose being burst. As the device is still under warranty period wear and tear of the hose has been excluded. The hydraulic hose was requested for the return to manufacturing site to be investigated by the subject matter expert (sme). However, the hose was not available. The sme at the manufacturing site was contacted to assess the most probable root cause of the issue based on the photographic evidence and all available information. The sme has assessed that the issue was caused by the defective hose/ material. The sme has pointed out that the hydraulics of the meera operating tables have been developmentally tested and approved and that there is no known issue with bursting hoses at the manufacturing site. As the hose had not been available for return it was impossible to perform an investigation by the component¿s supplier. The probable supplier¿s assembly issue could not be backed up by further analysis and tests. In summary, based on all available information it has been established that the root cause for the investigated issue remains impossible to define. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of d1 brand name and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous d1 brand name: meera corrected d1 brand name: meera EU with auto drive previous h4 device manufacture date: 09/01/2022. Corrected h4 device manufacture date: 08/01/2022.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 1st december 2023 getinge became aware of an issue with one of our mobile tables - 720001b2 - meera EU with auto drive. As it was stated, the hydraulic hose burst at the end of intubation during dermolipectomy procedure which resulted in oil leak. The issue led to a delay of procedure. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.